Manufacturer narrative:
(B)(4). Follow-up report will be field if additional info becomes available.

Event description:
It was reported that when the carton of product was opened, they grabbed one of the kits and found a needle sticking through the packaging. As a result, the kit was not used. There was no pt involvement.